Event description:
A (B)(6) male who had undergone aortic valve replacement in 2010 for severe aortic stenosis and insufficiency. He did well for a number of years and had improved left ventricular function. Echocardiogram in 2013 at that time showed good left ventricular function with a well-functioning prosthetic valve. However, in the last 3-6 months, he has had more progressing dyspnea and some fatigue but also has now had 2 syncopal episodes, most recent one earlier this morning. Scheduled for an elective re-do sternotomy, re-do aortic valve replacement.